Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 13-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). Patient was experiencing an increase in pain. The cause was unknown. Physician performed an x ray and discovered that the right lead had moved caudal a couple of millimeters. Rep had the patient try a couple of different programs and will meet to reprogram the scs if needed. The issue was resolved. Hcp had no further information. No surgical intervention occurred or was planned. Patient weight was asked but unknown. No further complications were reported.